Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2006, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 30-jun-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2019 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was spinal pain. It was reported that the patient was scheduled to undergo pump replacement due to upcoming elective replacement indicator (eri). A dye study was done before the patient was referred to a neurosurgeon and it was found that the catheter could not be aspirated. There were no environmental, external, or patient factors that may have led or contributed to the issue and no further diagnostics/troubleshooting were performed. The patient was referred to a surgeon for replacement but the surgery had not been scheduled. The issue was unresolved at the time of report and the patient's status was alive - no injury. No further complications were reported or anticipated.